Event description:
I have a child with type 1 diabetes whose condition is managed using a closed-loop system with dexcom g7sensor and omnipod insulin pump. Over the past month and a half, we've been experiencing frequent issues with the g7 sensors. Many of them have been failing between days 4 and 6 of starting a new sensor, which has made it difficult to maintain consistent diabetes management. Brief sensor issues for extended period and inaccurate readings have also led to hypoglycemia and hyperglycemia at times, making it very challenging to maintain stable blood glucose levels. Dexcom has not provided any explanation for these repeated sensor failures. Each time we report an issue, we are only given a replacement sensor without any insight into why the failures are happening or how to prevent them. Pt: 1912; 1905. Device: 1559;1535. Reference: mw5182617, mw5182619.